Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 35x3.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After advancing a non-bsc guide wire and predilating using a 15x2.75m balloon catheter which resulted to a 60% residual stenosis, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the target lesion. After 10 to 15 minutes, the physician realized that it was a tight lesion. He tried again but the device still was unable to cross the lesion. The procedure was completed with the implantation of a 3.00x38 non-bsc stent. No patient complications were reported and the patient's status was stable and was doing well. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were note with the profile of the tip. The device was received at the complaint investigation site with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was evenly folded and was not subjected to positive pressure. The balloon was also found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).